Event description:
Information received from the field does not address the patient's clinical status but notes that the device was interrogated in the emergency room. Telemetry was tempor- arily established and then lost. Interrogation couldd not be re-established.